Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.a review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of vascular injury (tissue damage) and pseudoaneurysm are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
Subsequent to the initial EU mir report, the following additional information was received. It was reported that this was an arteriotomy closure of the right common femoral artery using proglide devices via the pre-close technique prior to an endovascular aneurysm repair (evar) procedure using a 18fr sheath. Reportedly, when the plunger was removed, no sutures were attached with the first proglide device. The foot of the second proglide device did not retract completely and the device was difficult to remove. An additional proglide device was placed and the procedure completed. Hemostasis of the large hole post procedure was not completely achieved with the proglide sutures and an additional proglide was placed. A pseudoaneurysm occurred three days later which was surgically repaired. Tissue damage may have occurred as a result of the second device being difficult to remove. No additional information was provided.